Manufacturer narrative:
(B)(4)

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is detached from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on 10/20/2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.